Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported in recovery after a permanent implant on (B)(6) 2020 the patient lost physical sensation of legs and all mobility. Patient was brought back into surgery and a hematoma was removed and the patient was decompressed. System was explanted. The patient was noted to regain leg movement in the recovery area.

Manufacturer narrative:
All information pertaining to this event has been reviewed. The issue was not product related, and no further action is required at this time.